Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was noted.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The rv lead was capped and replaced. No patient comp lications have been reported as a result of this event.